Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2019 with patient identifier rd (B)(6). It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 21 mm watchman laa closure device with 1 mm jet size and deployed device diameter of 18 mm. Prior to the procedure aspirin was administered. After the procedure, the patient was started on clopidogrel and aspirin was continued. The patient was discharged the next day. 717 days post-watchman implant procedure, the patient experienced a sixty minute episode of confusion with visual changes, which the patient attributed to migraine symptoms. Magnetic resonance imaging (MRI) was performed and the patient was diagnosed with tia and was evaluated by a neurologist. No intervention took place. The suspected cause of the tia was unknown. On the same day the event was considered to be resolved.

Manufacturer narrative:
B5: additional information added to narrative. H6: coding update.

Event description:
The patient was enrolled in the asap too study on (B)(6)2019 with patient identifier rd (B)(6). It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 21 mm watchman laa closure device with 1 mm jet size and deployed device diameter of 18 mm. Prior to the procedure aspirin was administered. After the procedure, the patient was started on clopidogrel and aspirin was continued. The patient was discharged the next day. 717 days post-watchman implant procedure, the patient experienced a sixty minute episode of confusion with visual changes, which the patient attributed to migraine symptoms. Magnetic resonance imaging (MRI) was performed and the patient was diagnosed with tia and was evaluated by a neurologist. No intervention took place. The suspected cause of the tia was unknown. On the same day the event was considered to be resolved. It was further reported that the patient's symptoms were caused by the migraine. The site confirmed this event was not a tia and therefore there is no longer an allegation against the watchman.